Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a routine inspection of consignment synapse instrument sets, the threads on the tip of a holding sleeve were damaged and the unknown screws do not load properly. There was no patient involvement. Concomitant device reported: unk - screws: (part# unknown; lot# unknown; quantity 1). This complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product complaint : (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the device history record: device history lot, part number: 03.614.017, lot number: t183285, manufacturing site: tuttlingen, release to warehouse date: 15-apr-2019. A review of the device history records was performed for the finished device lot number and an nc (B)(4) was started because the monthly monitoring of water quality found that the toc value was exceeded. For further investigation a CAPA-009137 was started. The nc have no impact to the complaint condition. The final quality release criteria were met before this batch was released for distribution. H3, h6: investigation summary background: it was reported that on december 10, 2019, during a routine inspection of consignment synapse instrument sets, the threads on the tip of a holding sleeve were damaged and the unknown screws do not load properly. There was no patient involvement. Concomitant device reported: unk - screws: (part# unknown; lot# unknown; quantity 1). This complaint involves two (2) devices. Investigation flow: damage and functional/device interaction. Visual inspection: the threaded holding sleeve for polyaxial screws (p/n: 03.614.017, lot number: t183285) was received at us cq. Visual inspection of the complaint device showed that the tip threads are stripped and rolled over. Functional test: a functional assessment was unable to be performed, as the mating devices were not returned. However, the thread damage is indicative of the device being unable to assemble. Therefore, the complaint is able to be replicated. Dimensional inspection: no dimensional inspection can be performed due to post manufacturing damage. Document/specification review: 03_614_017 rev g (current and manufactured) was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the tip threads are stripped and rolled over, which would contribute to the complaint condition of "unable to assemble". No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.